Event description:
The international philips field service engineer (fse) reported a ventilator had a faulty touchscreen. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporter phone number: (B)(6).

Manufacturer narrative:
The device was evaluated by the customer and an international philips field service engineer (fse). The rse had previously reported that they troubleshot the issue by replacing a new touchscreen. However, the unit was not repaired, and the ventilator was not returned to service. Additionally, multiple attempts were made to retrieve device repair or diagnostic information, however, yielded no response from the rse. It is unknown if any parts or repairs have been conducted.

Manufacturer narrative:
The device was evaluated by the customer and an international philips field service engineer (fse).